Manufacturer narrative:
The investigation into the optical signal issue and the stroke/cva has been completed since the original report was filed. The device was returned and tested after arriving in fs. The root cause of the optical signal issue could not be determined as only the catheter was returned and no data logs were provided. As the clinical information was not provided, the root cause of the stroke/cva could not be determined.

Event description:
The user facility reported a 23-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us medical center had a 5.5 pump support ongoing when the patient stood for teeth brushing and had a syncopal episode. The patient was found down and sent to CT (computed tomography) for imaging. During that time the ps was temporarily not visible. The medical team did not attribute the syncopal episode to the use of the impella. The pump remains on for support. This syncopal episode occurred on day 16 of the support.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2023. The root cause of the optical signal issue cannot be determined as only the catheter was returned and no data logs were provided. Strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation -timing of the stroke in relation to impella support (during or post-implant) -detailed description of the symptoms experienced by the patient -neurological examination findings and any focal deficits observed -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic) -laboratory test results, including coagulation profiles and cardiac markers -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications -response to any previous anticoagulation or antiplatelet therapies -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. All pertinent information available to abiomed has been submitted at this time. H6 updated. G1 reporting contact email updated. D10 concomitant medical products and therapy dates.